Event description:
Based on additional information received on 12-feb- 2016, this case downgraded to non-serious as the reporter's seriousness assessment for the events of redness at the wound, wound dehiscence and fluid collection was updated as non serious. This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case concerns a female patient (age not provided) who received treatment with seprafilm and later had fluid collection, wound dehiscence and redness at the wound. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date, one sheet of seprafilm was applied (form, route, lot number and expiration date: not provided) under the incisional wound at the time of caesarean section to reduce the extent and severity of post-operative adhesion. On unspecified dates, after unknown latencies, patient had fluid collection under the incisional wound, redness at the wound and wound dehiscence. Further reported, the patient had recuperated and was discharged from the reporting hospital on an unspecified date. Additionally, it was also reported that the continuation of the investigation was impossible as the reporter was too busy to cooperate. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to the event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Diagnosis: fluid collection (localised intraabdominal fluid collection). Reporting obstetrician/gynecologist's seriousness assessment: non serious. Reporting obstetrician/gynecologist's causality assessment: not provided. Diagnosis: redness (redness). Reporting obstetrician/gynecologist's seriousness assessment: non serious. Reporting obstetrician/gynecologist's causality assessment: not provided. Diagnosis: wound dehiscence (wound dehiscence). Reporting obstetrician/gynecologist's seriousness assessment: non serious. Reporting obstetrician/gynecologist's causality assessment: not provided. Additional information was received on 12-feb-2016 from the physician (obstetrician/gynecologist). This case was downgraded to non-serious as the reporter's seriousness assessment for the events of redness at the wound, wound dehiscence and fluid collection was non serious. The event term was updated from "ascites" to "fluid collection". Clinical course updated and text was amended accordingly. Follow up information was received on 24-feb-2016. It was reported that the patient had recuperated and was discharged from the reporting hospital on an unspecified date. Further reported, the continuation of the investigation was impossible as the reporter was too busy to co-operate. Additional information was received on 29-feb-2016. Ptc results were added and text amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 29-feb-2016: the follow up information received does not change previous case assessment. Sanofi company comment for follow up dated 12-feb-2016: based upon the follow up information received, the serious event of ascites has been updated to non-serious event of localized intraabdominal fluid collection described as fluid collection. The overall case assessment remains unchanged. Sanofi company comment for follow up dated 12-feb-2016: this case concerns a female patient who received seprafilm after a caesarean section and developed localized abdominal fluid collection described as fluid collection. Based upon the limited information available the causal role of product in the occurrence of the events cannot be denied. However, lack of information regarding the postoperative care and predisposing factors precludes the complete case assessment. Further information is required to make complete case assessment.

Event description:
Based on additional information received on 12-feb- 2016, this case downgraded to non-serious as the reporter's seriousness assessment for the events of redness at the wound, wound dehiscence and fluid collection was updated as non serious. This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case concerns a female patient (age not provided) who received treatment with seprafilm and later had fluid collection, wound dehiscence and redness at the wound. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date, one sheet of seprafilm was applied (form, route, lot number and expiration date: not provided) under the incisional wound at the time of caesarean section to reduce the extent and severity of post-operative adhesion. On unspecified dates, after unknown latencies, patient had fluid collection under the incisional wound, redness at the wound and wound dehiscence. Corrective treatment: not reported for all the events outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Diagnosis: fluid collection (localised intraabdominal fluid collection). Reporting obstetrician/gynecologist's seriousness assessment: non serious. Reporting obstetrician/gynecologist's causality assessment: not provided. Diagnosis: redness (redness). Reporting obstetrician/gynecologist's seriousness assessment: non serious. Reporting obstetrician/gynecologist's causality assessment: not provided. Diagnosis: wound dehiscence (wound dehiscence). Reporting obstetrician/gynecologist's seriousness assessment: non serious. Reporting obstetrician/gynecologist's causality assessment: not provided. Additional information was received on 12-feb-2016 from the physician (obstetrician/gynecologist). This case was downgraded to non-serious as the reporter's seriousness assessment for the events of redness at the wound, wound dehiscence and fluid collection was non serious. The event term was updated from "ascites" to "fluid collection". Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 12-feb-2016: based upon the follow up information received, the serious event of ascites has been updated to non-serious event of localized intraabdominal fluid collection described as fluid collection. The overall case assessment remains unchanged. Sanofi company comment for follow up dated 12-feb-2016: this case concerns a female patient who received seprafilm after a caesarean section and developed localized abdominal fluid collection described as fluid collection. Based upon the limited information available the causal role of product in the occurrence of the events cannot be denied. However, lack of information regarding the postoperative care and predisposing factors precludes the complete case assessment. Further information is required to make complete case assessment.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case concerns a female patient (age not provided) who received treatment with seprafilm and later had ascites, wound dehiscence and redness at the wound. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date, one sheet of seprafilm was applied (form, route, lot number and expiration date: not provided) under the incisional wound at the time of caesarean section to reduce the extent and severity of post-operative adhesion. On unspecified dates, after unknown latencies, patient developed ascites under the incisional wound, redness at the wound and wound dehiscence. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Diagnosis: ascites (ascites). Reporting obstetrician/gynecologist's seriousness assessment: not provided. Reporting obstetrician/gynecologist's causality assessment: not provided. Diagnosis: redness (redness). Reporting obstetrician/gynecologist's seriousness assessment: not provided. Reporting obstetrician/gynecologist's causality assessment: not provided. Diagnosis: wound dehiscence (wound dehiscence). Reporting obstetrician/gynecologist's seriousness assessment: not provided. Reporting obstetrician/gynecologist's causality assessment: not provided. Seriousness criteria: important medical event for ascites. Pharmacovigilance comment: sanofi company comment dated 12-feb-2016: this case concerns a female patient who received seprafilm after a caesarean section and developed ascites under the incisional wound. Based upon the limited information available the causal role of product in the occurrence of the events cannot be denied. However, lack of information regarding the postoperative care and predisposing factors precludes the complete case assessment. Further information is required to make complete case assessment.